Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken, sharp crease, smooth broken, wear abrasion, stress marks and crease fold. Based on the device analysis the final assessment is: a broken, sharp crease on posterior side, assessed as a fold flaw opening and smooth pattern on anterior side of the broken device ,assessed as a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device was explanted.